Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A concomitant radiofrequency ablation procedure was performed as well. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. After the device was deployed, the physician noted a pericardial effusion and cardiac tamponade. The physician tried to suction the hydropericardium at first, and he noted it did not alleviate the condition. They determined surgery was necessary, but before surgery, the physician released the closure device. The cardiac tamponade was surgically treated via thoracotomy, the closure device was explanted and the laa was ligated. The patient was reported to be stable post-operatively. The physician speculated that the laa was lacerated during partial recapture of the device during the procedure.